Manufacturer narrative:
Investigation details: the visual inspection shows that the seal cracked. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital notified cardiac surgery in 2007 that they are returning an extra seal under an existing incident number, and reported that seal was "wasted". No further information was available regarding the failure mode and if there were any pt consequences. The procedure was completed with a replacement device. Upon opening the box on two days later, it was noticed that the seal was cracked.